Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 30 mg/dl. Reportedly, the customer did not know the suspected cause of the low bg level. To address bgs, carbohydrates were consumed. Recommendation was made to consult with health care provider regarding diabetes management.